Event description:
It was reported a spectrum pump failed to alarm for a downstream occlusion during preventative maintenance testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.